Event description:
It was reported that a power on reset was noted upon interrogation. A patient alert had triggered. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked ram, addr=10a4, data=0 on (B)(6) 2011 15:22:56. A patient alert for por occurred on (B)(6) 2011 15:22:56. Diagnostic information is consistent with the reported event.